Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 08-jul-2021. The most recent information was received on 24-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to nickel not known at the time of insertion') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), inflammation ("significant inflammation with c-reactive protein at 205"), pyrexia ("high fever on several occasions") and eczema ("significant eczema since withdrawal"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, inflammation and pyrexia outcome was unknown and the eczema had not resolved. The reporter provided no causality assessment for allergy to metals, eczema, inflammation and pyrexia with essure. The reporter commented: allergy to nickel not known at the time of insertion. Significant inflammation with c-reactive protein at 205 and high fever on several occasions. Significant eczema since withdrawal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. C-reactive protein - on an unknown date: 205. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to nickel not known at the time of insertion') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), inflammation ("significant inflammation with c-reactive protein at 205"), pyrexia ("high fever on several occasions") and eczema ("significant eczema since withdrawal"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, inflammation and pyrexia outcome was unknown and the eczema had not resolved. The reporter provided no causality assessment for allergy to metals, eczema, inflammation and pyrexia with essure. The reporter commented: allergy to nickel not known at the time of insertion. Significant inflammation with c-reactive protein at 205 and high fever on several occasions. Significant eczema since withdrawal diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). C-reactive protein - on an unknown date: 205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.